Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083992. It was reported that a patient who underwent breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 275cc) has reported unexplained systematic symptoms, which included but not limited to headaches, brain fog, confusion, memory loss, word retrieval issues, electric shock feeling in my brain at night, fatigue, chronic pain, joint pain, neck pain, shoulder pain, muscle pain, premature aging, heavy eyes, red eyes, bumps on skin, inflammation, eye twitching, seeing spots, blurry vision, ear ringing, rash on my chest, low libido, yeast infections, thrush, over active adrenal glands, I stunk like chemicals, change in mood, suicidal, anxiety, heart palpitations, shortness of breath, sleeping issues, the implants hurt no matter which way I turned, couldn't wear bras, sensitivity to light, sensitivity to noise, lock jaw, metal taste mouth, food intolerance, loss of motor skills, numb wrists, tingling hands, sensations in my feet, slow healing time, unexplainable injuries, torn ligaments, torn tendons, gastro issues. The patient was required medical device removal. As a result patient had them removed on (B)(6) 2018. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for one of the two devices.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated that the patient race is caucasian, date of birth is (B)(6) 1980, age of the patient at the time of incidence was 32 years old, the generalized illness replaced with autoimmune disorder , and skin reaction added, and the surgery was primary breast augmentation. Serial number of the device is (B)(4). This report is for the right device. Manufacturer¿s reference number: (B)(4).